Manufacturer narrative:
(B)(4). Date of event: only event year known: 2023. Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: 1. Were there any issues with staple formation? It was stated that the staples were placed irregularly, and bleeding was encountered on the welded line for this reason. 2. Was the staple line complete? After controlling the bleeding, the resection was completed with another cartridge. 3. What was the shape of the staples (b-formation, irregular, legs straight)? Irregular legs. 4. How was the bleeding controlled? With electrosurgical products. 5. How much blood was lost (ml)? There was no active bleeding, a very small amount of about 5-10 ml. 6. Did the patient require a transfusion? No. 7. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? There was no negative problem in the post-op process. 8. What is the most current patient health status and condition? Discharged without any problem. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It has been reported that the jaw part of the stapler does not close easily during the application and that after each firing, there is bleeding in the tissue and openings in a certain line of the tissue. There were no patient consequences. Procedure: unknown.